Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Diabetes educator reported via phone call that the customer experienced high blood glucose and while the mother called the doctor, the reservoir fell out of the insulin pump and they found it was empty. Customer's mother was changing the infusion set and reservoir when the customer passed out and was taken to the hospital. Blood glucose was 570 mg/dl and 30 minutes later, it was 310 mg/dl when the customer went unconscious. Blood glucose at the time of the call was 30 mg/dl. The infusion set had been removed and it is unknown if the cannula was bent. No damage and no insulin leaks were found. They declined troubleshooting and stated they would download and check the insulin pump's data and call back.